Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The leak was past the both o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 6 open/used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no leakage and no air bubbles during test and when plungers were disconnected from reservoirs, performed manual test per (B)(4) appendix g and found plungers easy to release from stopper-plungers. Value: .05, value: .15, value: .05, value: .10, value: .15, value: .05; also ran basal, bolus leaking test per (B)(4) as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into 7xx pump. Conclusion: reservoirs not leaks.